Event description:
Procedure type: unk. According to the reporter: the balloon fell apart from the device even though it was handled very gently without any external pressure. The device was never applied to a pt. No pt injury was reported.

Manufacturer narrative:
(B) (4).